Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). After implantation of the prosthetic components, the surgeon noticed a discrepancy between the probe tip on the software display and the actual location on the femur. It was suspected that the femoral array had shifted. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding excessive burred area, involving a rio restoris - partial knee sw app it, catalog: 205389-01 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events failed verification checkpoint after implantation. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made and there was no response. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). After implantation of the prosthetic components, the surgeon noticed a discrepancy between the probe tip on the software display and the actual location on the femur. It was suspected that the femoral array had shifted. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.